Event description:
The initial report did not have the correct outcomes attributed to adverse event - death, the correct one - required intervention to prevent permanent impairment/damage (devices)is provided in this follow-up report.

Event description:
The implant malfunctioned due to it deforming during placement. The malfunction did not cause or contribute to a death or serious injury.